Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported as a result of receiving (unspecified) high reading on their freestyle flash meter on (B)(6) 2011 approximately at 3:00 pm, the emergency responders were called due to customer having (unspecified) symptoms. The customer further reported he was taken to the ER where he stayed overnight, however was unable to provide any specific details with regards to the symptoms, diagnosis and treatment. There was no report of death or permanent impairment associated with this medical event.